Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. A lot number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation. Evidence of clinical use was observed. A visual inspection was conducted. No defects were observed. The device was evaluated for connector function. The cable was able to provide a secure connection that connected and disconnected without incident. An electrical evaluation was performed. A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro 2, reference adapter cable and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced steam and heat during 5-second activations and shut off when the toggle was released. A polyfuse electrical test was performed with the same reference power supply, adapter cable and hemopro 2; the polyfuse successfully shut off power to the heater after prolonged periods of activation after the device cooled. Based upon the evaluation results, the reported complaint was not able to be confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 adaptor stopped activating. The cord was switched and the device still did not work. A replacement device was used to complete the procedure. The hospital did not report any patient effects. After the procedure was completed the customer plugged in the hemopro cord to the new adaptor and it didn't work. (B)(4).

Manufacturer narrative:
On (B)(6) 2015 11:09 am (gmt-5:00) added by (B)(6) ((B)(4)): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 adaptor stopped activating. The cord was switched and the device still did not work. A replacement device was used to complete the procedure. The hospital did not report any patient effects. After the procedure was completed the customer plugged in the hemopro cord to the new adaptor and it didn't work. (Trackwise related complaint (B)(4)).